Manufacturer narrative:
The device was not returned and therefore, we were unable to confirm the failure. Batch records were reviewed from this lot. The lot does not have any non-comformities listed that could relate or contribute to this issue and had passed all our qc tests. There was no patient injury as a result of this issue. Heat, ultraviolet radiation, ozone, and other environmental conditions could affect performance of the balloon. Additionally, operator error cannot be ruled out. Device not received for evaluation.

Event description:
Doctor had difficulty removing common carotid balloon from the artery since the balloon did not deflate properly when he tried to remove it. He had to pull it very slowly and with difficulty. The doctor then used a new carotid shunt which worked fine. The operation was carried out safely. There was no injury to the patient.